Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when attempting to bolus. The customer's blood glucose was 188 mg/dl. While troubleshooting, the customer attempted to perform a 5 unit fixed prime, but the insulin pump alarmed no delivery immediately. The customer reported that the insulin pump alarmed no delivery again during manual prime. The customer was advised that the alarm may have been caused by an occlusion related to the infusion set or reservoir. The customer was advised to replace the infusion set and reservoir as soon as possible. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.